Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received the upper jaw bent at the proximal side. Testing found a short on the device that produced arcing when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The ptc was damaged due to the short. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, while activating the energy button, it appeared that there was sparking between the jaws of the device. The laparoscope was positioned perpendicular to the jaws, aimed directly at the device, so that it was focused on the side view. Sales rep was not sure if there was any sparks, or if it was simply normal current flowing between the electrodes of the device. Case completed with another device of a different product code. There were no patient consequences reported. One device will be returned.